Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin was leaking from reservoir compartment. Customer's blood glucose was 575 mg/dl. Customer reported that there was slight saturation in reservoir compartment. Customer reported that there were no alarms in history file. Insulin pump passed self-test. Reservoir would be replaced.